Manufacturer narrative:
The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user there was the possibility that the reported phenomenon was attributed to the external factor including the stent and/or the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an unspecified therapeutic procedure using the subject device, the white foreign material came out from the distal end of the subject device when the stone retrieval basket was used. The white foreign material was the fragment of the cover of the non-olympus endoscopic nasobiliary drainage (enbd) stent which was used in previous procedure. Normally the cover was removed after the insertion of the stent to the endoscope, however it was assumed that the user inserted the stent to endoscope without removing the cover in the previous procedure. The fragment of the cover was kept remained in the subject device, also it was considered that it could not be found during the reprocessing after the previous procedure. There was no report of patient injury associated with this event.